Event description:
It was reported that one week post implant, the loop recorder exhibited multiple unrecoverable software errors. There were difficulties interrogating the device, maintaining the session, and printing from the wrap-up menu. It was noted that the patient used the patient recorder to create an episode, but the recorder did not report an event.

Manufacturer narrative:
No medwatch form was received.